Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) revealed no anomaly. The device functioned properly throughout the test at body temperature. The device was tested at the parameters the returned device had when received for analysis. The output was monitored on a chart recorder connected across a 510-ohm load. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1d9gv, implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported intermittent shocking at tailbone and buttock. She also reported loss of therapeutic benefit since (B)(6) 2017 despite several reprogramming attempts. Impedances checked and was within normal limit (wnl), reprogramming unsuccessful. The issue was not resolve at the time of this report. It was indicated that surgical intervention was planned for (B)(6) 2018. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported this had been fixed previously.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Device returned.